Manufacturer narrative:
(B)(4). The nc tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in japan by st. Jude medical japan company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. PMA/510k # of this medwatch correspond to the device currently marketed for sale in the u.s. Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, eccentric, de novo lesion in the proximal left anterior descending artery. Reportedly, during post-dilatation the 3.5 x 12mm nc tenku was advance; however, ruptured during first inflation at 10 to 12 atmospheres. A non-abbott balloon was used to complete the procedure. There was no resistance during advancement or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.